Event description:
It was reported that this left ventricular (lv) lead was attempted at implant, however not used as the lead was not able to pace as expected during testing. No adverse patient effects were reported.